Manufacturer narrative:
The implant date and lot numbers for concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Based on the information available, the product analysis of the inflatable penile prosthesis (ipp) was unable to confirm the ipp cylinder being too short to support the distal tip of the penis that was reported because the device was not returned to boston scientific. This allegation is included as a hazard and is included in the patient counseling information. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. Further review did confirm there was no product quality issue or new patient harm, which indicates an unintentional use error at the time of implant contributed to the reported event.

Event description:
It was reported that the patient underwent a surgical procedure to have longer inflatable penile prosthesis (ipp) cylinders placed due to the original cylinders of the ipp being too short to support the distal tip of the penis. The original ipp device was explanted, and a new ipp device with longer cylinders was implanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to have longer inflatable penile prosthesis (ipp) cylinders placed due to the original cylinders of the ipp being too short to support the distal tip of the penis. The original ipp device was explanted, and a new ipp device with longer cylinders was implanted. No patient complications were reported.

Manufacturer narrative:
The implant date and lot numbers for concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.